Event description:
Related manufacturer report number: 1627487-2023-04563. It was reported that the patient was having a lead revision due to the left side of the lead pedal being fractured. The lead was replaced. When connecting the new lead to the ipg there were a lot of impedances on the new lead. The doctor decided to change the battery as well, and the impedances disappeared. Effective therapy was established postoperatively.

Manufacturer narrative:
Related manufacturer report number: it was reported that the patient was having a lead revision due to the left side of the lead pedal being fractured. The lead was replaced. When connecting the new lead to the ipg there were a lot of impedances on the new lead. The doctor decided to change the battery as well, and the impedances disappeared. Effective therapy was established postoperatively.